Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right atrial (ra) lead exhibited possible intermittent undersensing. The lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.